Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that defect occurred on the image display due to video function failure caused by water intrusion into the head part and the charge-coupled device (ccd). The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the cable was twisted and the charge coupled device was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the camera head had a cloudy image. The issue was found during a procedure. Inspection and testing of the returned device found that there was improper water intrusion image captured by the head part. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.